Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was reported that the customer had a stomach bug prior to passing. The customer's last known blood glucose reading was 58 mg/dl, and the insulin pump was being worn at the time of death. The insulin pump will not be returning for analysis as the caller did not know where it was. Nothing further was reported.